Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Description summary add alleged over delivery to the summary.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below for the boluses listed on the event date 10-jul-2024 in the pump history file. (B)(6)2024 01:39:46.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 07:00:12.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 07:28:22.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) (B)(6)2024 13:51:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 10000 (1 u) bolusamountdelivered: 10000 (1 u) (B)(6)2024 14:41:37.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 21000 (2.1 u) bolusamountdelivered: 21000 (2.1 u) (B)(6)2024 17:51:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 37000 (3.7 u) bolusamountdelivered: 37000 (3.7 u) please see below for the daily total of all insulin delivered on the event date 10-jul-2024 in the pump history file. (B)(6)2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered: 303000 (30.3 u) dailytotalofbasalinsulindelivered: 227000 (22.7 u) dailytotalofbolusinsulindelivered: 76000 (7.6 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 10-jul-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 10-jul-2024 in the pump history file. (B)(6)2024 03:31:33.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 04:01:34.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 04:31:35.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 19:31:35.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 12:50:13.000 batteryremoved (55) (B)(6)2024 12:50:13.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 12:52:45.000 batteryremoved (55) (B)(6)2024 12:53:30.000 batteryinserted (44) (B)(6)2024 14:46:21.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 15:19:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 16:17:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 16:34:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2024 16:44:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) (B)(6)2024 16:10:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 16:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 19:18:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 19:28:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 19:31:27.000 batteryremoved (55) (B)(6)2024 19:31:27.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 19:35:52.000 batteryinserted (44) (B)(6)2024 20:09:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 20:19:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. Sensor error alert - not confirmed. Lost sensor alert - not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency. The customer reported blood glucose value of 500 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) mmt-1880, unomedical, mmt-332a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for unomedical. No product return is required for mmt-332a.